Event description:
It was reported that portions of the ilet touchscreen became unresponsive, including the settings and notification icons, after previously normal operation; the screen was clean and not visibly cracked, and a screen calibration and a firmware update did not resolve the issue, so a replacement device was arranged. Symptoms included no alarms or alerts impacting therapy and no reported glycemic symptoms. Outcomes included continued use of backup therapy and ongoing cgm monitoring without interruption, with no injury and no hospitalization. Investigation included remote troubleshooting, review of the user-provided video, and verification that software update and on-device calibration did not restore function. Investigation of this case revealed a suspected touchscreen input malfunction affecting user interface responsiveness, consistent with a device component performance issue isolated to the display or touch subsystem. It was concluded, based on previously established findings for similar reports, that the cause was a hardware malfunction of the touchscreen assembly.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.